Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The results of this investigation concluded a tear was observed in cusp 2, and fungal hyphae were observed on the inflow and outflow surfaces of all three cusps. The organisms were limited to cusp surfaces, did not have associated inflammation, and were interpreted as a contaminant. No inflammation or calcifications were observed. No evidence was found to suggest the cause of the cusp tear was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2009, the patient underwent a double valve replacement procedure and a tricuspid annuloplasty. A 23 mm tissue valve from another manufacturer was implanted in the aortic position, this 33 mm sjm epic valve was implanted in the mitral position, and an annuloplasty ring from another manufacturer was placed in the tricuspid position. In (B)(6) 2015, the patient was hospitalized for pulmonary edema. Transthoracic echocardiography revealed leakage of the mitral valve. On (B)(6) 2015, the mitral valve was explanted. At the time of procedure, a cuspal tear at the commissure level leading to an overturn of the cusp and incomplete coaptation during systole was noted. Reconstruction of the mitral annulus was performed and a 29 mm tissue valve from another manufacturer was implanted. The patient was reported to be stable postoperatively.